Event description:
It was reported that "the doctor found swg kinked prior to using on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit including one guide wire within its advancer, an arrow raulerson syringe (ars), and an 18ga introducer needle for evaluation. The guide wire cap and straightening tube were not returned. Signs of use were observed and the customer confirmed that the sample was contaminated within the clinical setting. The guide wire was observed to have one kink towards the distal j-bend where the guide wire would be within the advancer tubing during full assembly. The distal j-bend was slightly misshapen and was intact. Both welds were present and were observed to be full and spherical. No other defects or anomalies were observed. The kink in the guide wire measured 42 mm from the distal tip. The overall length of the guide wire measured 602 mm, which is within the specification limits of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.799 mm, which is within the specification limits of 0.788-0.826 mm per guide wire product drawing. The guide wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through the returned ars and 18ga introducer needle. The undamaged portions of the guide wire passed through with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report that the guide wire was kinked was confirmed through complaint investigation of the returned sample. A kink was observed towards the distal end of the guide wire body. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. During normal assembly, a kinked portion of the guide wire would be protected within the advancer tubing of the advancer assembly. Based on the customer report and sample received, the potential root cannot be determined as it cannot be confirmed when the damage occurred. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "the doctor found swg kinked prior to using on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.

Manufacturer narrative:
(B)(4).